Manufacturer narrative:
(B)(4). Physio-control attempted multiple times, including written correspondence, to contact the customer for additional patient, crew member and event information; however, no response has been received. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
It was reported to physio-control that an ambulance service crew member, a female approximately (B)(6) years old, was shocked by their device during a patient event. It was reported that the crew member was trained properly on the use of the device and it is unclear how she was shocked by the device. The crew member was transferred to a local hospital with tachycardia (230 bpm) and hospitalized. The patient's outcome is unknown as no further details about the patient, the crew member or the event were provided. Physio-control attempted on multiple occasions to contact the customer in order to obtain additional information on the patient, the crew member and the event; however, no response has been received.

Manufacturer narrative:
Age at time of event ¿ blank. Age at time of event ¿ 24. Event date ¿ (B)(6) 2018. Event date ¿ (B)(6) 2018. It was reported to physio-control that an ambulance service crew member, a female approximately 24 years old (reportedly born in 1994), was shocked by their device during a patient event. It was reported that the crew member was trained properly on the use of the device and it is unclear how she was shocked by the device. The crew member was transferred to a local hospital with tachycardia (230 bpm) and hospitalized. The patient's outcome is unknown as no further details about the patient, the crew member or the event were provided. Physio-control attempted on multiple occasions to contact the customer in order to obtain additional information on the patient, the crew member and the event; however, no response has been received. Section b5 of initial medwatch report should indicate: it was reported to physio-control that an ambulance service crew member, a female approximately 24 years old (reportedly born in 1994), was shocked by their device during a patient event. It was reported that when a shock of defibrillation energy was provided, the patient's hand had a tremor and touched the body of the crew member, who was standing near the patient. The crew member experienced tachycardia (230 bpm), requiring medical treatment. After spending one night at the hospital the crew member was discharged. Section d4 of the initial medwatch report indicates: serial # - (B)(4). Unique identifier (UDI) ¿ (B)(4). Section d4 of the initial medwatch report should indicate: serial # - (B)(4). Unique identifier (UDI) ¿ blank. Section h4 of the initial medwatch report indicates: manufacturing date ¿ 06/25/2015. Section h4 of the initial medwatch report should indicate: manufacturing date ¿ 09/19/2014. Additional information: physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded and reviewed the electronic records from the customer¿s device and determined that there was no evidence of a device malfunction. The customer later reported that the patient's hand was in contact with the crew member at the time the defibrillation shock was administered to the patient. The cause of the crew member receiving a shock was likely due to the patient's hand being in contact with the crew member.

Event description:
It was reported to physio-control that an ambulance service crew member, a female approximately 24 years old (reportedly born in 1994), was shocked by their device during a patient event. It was reported that the crew member was trained properly on the use of the device and it is unclear how she was shocked by the device. The crew member was transferred to a local hospital with tachycardia (230 bpm) and hospitalized. The patient's outcome is unknown as no further details about the patient, the crew member or the event were provided. Physio-control attempted on multiple occasions to contact the customer in order to obtain additional information on the patient, the crew member and the event; however, no response has been received.

Event description:
It was reported to physio-control that an ambulance service crew member, a female approximately 24 years old (reportedly born in 1994), was shocked by their device during a patient event. It was reported that the crew member was trained properly on the use of the device and it is unclear how she was shocked by the device. The crew member was transferred to a local hospital with tachycardia (230 bpm) and hospitalized. The patient's outcome is unknown as no further details about the patient, the crew member or the event were provided. Physio-control attempted on multiple occasions to contact the customer in order to obtain additional information on the patient, the crew member and the event; however, no response has been received.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).